Manufacturer narrative:
The device was returned for analysis. The reported ¿insufficient bleed back from the marker lumen¿ was not confirmed. The suture break was not confirmed as the suture was not returned for analysis. The foot separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The proglide device was deployed when insufficient marker bleeding was observed. The proglide instructions for use states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary rotational arterectomy procedure. The proglide device was pre-flushed with saline prior to use. Reportedly, when the proglide device was inserted in the patient anatomy, there was insufficient bleed back from the marker lumen. The device was moved, but bleed back at the marker lumen was still insufficient. The proglide device was deployed and a suture break was observed when the proglide plunger was removed. When the proglide device was removed from the patient anatomy, a posterior foot break was observed. An ultrasound was performed, but the broken foot was not seen in the patient anatomy. Post procedure dp [dorsalis pedisl] and pt [posterior tibial] pulses at pre procedure baseline. Arterial duplex ordered. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.